Event description:
It was reported that ongoing intermittent occlusions alarms occurred leading to the customer experiencing intermittent high bg levels. The customer addressed the elevated bgs via mdi and changing pump supplies and continued to use the pump for insulin therapy.